Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve using this delivery catheter system (dcs), left common femoral artery occlusion occurred, treated with angioplasty which resolved the issue. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device will not be returned for analysis as it was discarded by the customer. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).